Event description:
Event description guidant received information from this patient, that they have a broken lead wire and to date, there have been no reported patient symptoms associated with this clinical observation.